Event description:
Per the clinic, the patient would not tolerate use of the sound processor, and the issue could not be resolved, leading to device non-use. The implanted device remains. It is unknown if there are plans to explant the device and to reimplant the patient with another device as of the date of this report, (B)(6), 2012.

Manufacturer narrative:
Due to patient's refusal to wear the device, the patient was placed under anesthesia in order to conduct an integrity test. The patient has a history of charge and is multiply involved. This report is filed (B)(4) 2012. Implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.